Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (80% stenosis degree) in a mildly tortuous segment of the mid sfa. After pre-dilatation of the lesion, the complaint device was placed in the lesion but during release, the proximal end of the stent failed to release.